Event description:
Patient had medcomp hemocath 12.5 fr 18 cm, lot #: mpdl180s2, silicone placed (B)(6) 2021. Noted to have pinholes (2) in exterior red lumen of catheter. This is 3rd patient with this defect noted in this catheter, all reported through medcomp. Therapy start date: (B)(6) 2021; stop date: (B)(6) 2021. FDA safety report ID# (B)(4).